Event description:
It was reported that prior to use on a patient, the batteries for the cs300 intra-aortic balloon pump (iabp) were not holding a charge. It was later reported by the customer that the iabp unit was not running on the batteries. The customer used another iabp unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the batteries would not hold a charge. The stm replaced the batteries then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the batteries for the cs300 intra-aortic balloon pump (iabp) were not holding a charge. It was later reported by the customer that the iabp unit was not running on the batteries. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.